Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; g3; h2; h3; h6; h11. Visual evaluation of the returned product found a hair-like fiber was found in the sterile packaging (blister seal). Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to the packaging operator not following the work instructions provided. The condition of the device when it left zimmer biomet is considered non-conforming to specification. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: germany. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, a hair was found in the packaging of the tibial tray upon opening the device. Another implant was obtained and the surgery was completed successfully. There was no surgical delay or patient impact and no adverse events have been reported as a result of the malfunction. It was reported that no further information is available.